Manufacturer narrative:
Two unicel dxl 800 access immunoassay systems were used under controlled environmental conditions. The instruments were evaluated in four currently approved configurations. Temperature was varied across an 18 degrees c to 31 degrees c temperature range, which is the current specified operating temperature range of the instrument. We have discovered a potential issue with the dig assay. This study indicated that ambient temperature impacts the reported dig dose result. We are currently investigating if there is impact to health or performance claims. The results of the study must be confirmed and focused around the clinical decision points of the assay. A clear root cause has not been determined to date, investigation details pending.

Event description:
Beckman coulter inc. (Bci) conducted a study to determine if changes in ambient laboratory temperature will result in changes in reported digoxin (dig) dose results. Based on this investigation, the following was discovered: ambient temperature impacts the reported dig dose results. For the worst case seen in this initial study: for the target values 1.9 to 2.2 ng/ml shift is noted from -0.5 to +0.68 ng/ml depending upon ambient temperature condition. This shift is noted for approx 25% of the replicates. The study was performed in-house and no patient results were involved.